Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged back into the superior vena cava (svc) due to suspected twiddler's syndrome. A lead revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were noted.